Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. It was reported that there had been an increase in the impedance measurements since implant. An x-ray was recommended to further evaluate the lead. The patient will be going to the hospital for additional investigation. The field representative; however, had no further information on the outcome of this visit. The ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.